Event description:
Bilateral rod breakage in post-operative period. Instrumentation from t11-l5, rods broke on both sides between l2-l3.

Manufacturer narrative:
The revision surgery of the broken tango rod was done (B) (6) 2009 and accompanied by the ulrich area sales manager. The two broken rods were replaced by two new tango rods. Tango screws were well in place and not changed; in addition, a plif from synthes company we implanted. Breakage most likely caused by less fusion mass (bone or additional intersomatic cages) which lead to an overload of the ventral column. Explanted device was examined visually, microscopically and under measurement-technology assessments. Device without any deviations. Device is in specification. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indication outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.